Manufacturer narrative:
Co rep not present at surgery. No pt info or device info is currently available. A follow-up MDR will be submitted if add'l info is received.

Event description:
Pt revised due to migration of the acetabular implants into the gluteus maximus. Because of the good fixation of the revelation stem, the stem and head currently implanted were retained, and the acetabular components were replaced with components from zimmer.